Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, advising the customer on steps to follow upon receiving the replacement and instructing them to return the malfunctioning device. The customer will use multiple daily injections (mdi) as a backup therapy until the new pump is received.